Event description:
Spontaneous call. Patient reports she has had 3 faulty cassettes from most recent shipment (lots: 4378615, 4365517, 4372061). Patient reports after she removed the blue tab the green tubing clamp has made it difficult for patient to siphon out air from the cassette. Lots are not part of recent device correction. Product fault did not occur while in use. Product fault did not cause injury. Device is not available for investigation. Device is being replaced. Patient had backup cassettes. Infusion is life-sustaining. Photographs were not provided, this is a continuous infusion, setflow rate and volume delivered are unk. Did the reported product fault occur while in use with the pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual cassette available for investigation? No. Did we replace the cassette? Yes. Did the pt have add'l cassettes they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Unk. Reported to cvs/caremark by pt/caregiver. Ref reports: mw5120697, mw5120698.